Event description:
A supervisor from the user facility reports a lens exchange was performed two days following initial implant surgery. Upon examination on the first post-op day, the surgeon noted one of the lens haptics remained folded (would not release). The lens was removed and replaced without complication. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area and the lens optic was torn/split/cracked against a post of the lens case and pressed into the well area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints reported for the lot number provided.